Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted remote access. The ccc performed an auto-alignment for reagent probe 5 and sample probe 3. The ccc primed reagent probe 5, sample probe 3 and aliquot probe. The ccc reset the dimension vista instrument. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced sample mixer 3 and probe. The cse replaced reagent 5 mixer and probe. The cse performed service method tests and quality control, resulting in range. The cause of the discordant, falsely depressed magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The result from the alternate instrument was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed magnesium result.

Manufacturer narrative:
The initial MDR 2517506-2017-00009 was filed on january 04, 2017. Additional information (01/20/2017): a siemens headquarters support center (hsc) specialist reviewed the event. The cause of the discordant, falsely depressed magnesium result is due to malfunction of sample mixer, sample probe 3 and sample probe 5. The instrument is performing according to specifications. No further evaluation of the device is required.